Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The customer reported there was no patient involvement.

Manufacturer narrative:
MFR received date: 07 aug 2019. Date of report received: 27 aug 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also found an error 1102 (primary alarm failure) while evaluating the device. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.